Event description:
New information received indicates that another instance of post-paced t-wave oversensing was observed. No programming changes were made. Patient will continue to be monitored.

Event description:
It was reported that non-sustained lead noise episode due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. The device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.